Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt presented to the hosp with an ldh 2000 u/l on routine lab draw from a baseline of 250-300 u/l. The pt had 2 previous incidents of increased ldh, with the latest incident in april 2014. Previous episodes of elevated ldh had decreased with medical management. The pt exhibited congestive heart failure (chf) symptoms but no prolonged power elevations. On (B)(6) 2014, the pt developed tea colored urine with unremarkable liver and kidney labs. A ramp study was performed up to a speed of 12,000 rpm during which the left ventricle unloaded properly. The pt was started on heparin drip and oral persantine and asa. The pt's ldh remained elevated. On (B)(6) 2014 the pt's ldh was 1800 u/l with hematuria present. As the patient remained pulsatile, a ramp study was conducted. At a speed of 10,400 rpm the left ventricle was unloading and the aortic valve closed. No significant power elevations were noted at the set speed of 9400 rpm. Pi events were rare upon history review. An x-ray was performed which revealed a shallow pump rocket of 8 cm and the presence of a bend relief collar. The pt experienced abdominal pain and was emergently transferred to another ctr for possible pump exchange. On (B)(6) 2014 a pump exchange was completed with a deeper pocket and less acute inflow cannula. On (B)(6) 2014 the pt was extubated. The vad was reported to be functioning as expected. The pt's ldh dropped to 1800 u/l. The pt remains on heparin and insulin drips.

Manufacturer narrative:
The evaluation did not reveal a device related issue. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. An x-ray submitted to the manufacturer post-exchange appeared to show a slight angle to the inflow conduit. The implanting center stated that the angle was less acute than it was prior to the exchange. The evaluation could not conclusively correlate the angled inflow conduit to the report of elevated ldh and hematuria. The instructions for use lists hemolysis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the inflow conduit was not exchanged with the pump.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.